Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Elzohery yh, gomaa mm, mohamed g, fadlalla wm, taha sn, ibraheem mh. Comparison of wire-guided localization (wgl) and radio-guided occult lesion localization (roll) in localization of non-palpable breast lesions. World j surg oncol. 2023 aug 26;21(1):266. Doi: 10.1186/s12957-023-03152-0. Pmid: 37626332; pmcid: pmc10463290. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "southern clinics of istanbul eurasia" titled, "comparison of radio-guided occult lesion localization (roll) and wire-guided localization in non-palpable breast lesions", the wire used for wgl is ghiatas breast localization wire, and human serum albumin labeled with tc99m was used for roll. In only one patient that underwent wire marking, the wire broke off after contact with the electrocautery during the operation, but the lesion was successfully removed.